Event description:
It was reported to philips that the display stain-like spots on the screen surface. There was no report of patient involvement. The field service engineer (fse) evaluated the device and found sport on the display screen. The display needs to be replaced. The philips representative has identified this as the malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.